Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the covid-19 vaccine booster shot. The following information was provided by the initial reporter: "we are having issues with these not being bored out and having to stick a person more than once to vaccinate... What was the product being used for when the reported issue was noticed? Covid 19 vaccine booster shot. Was the procedure able to be completed? Yes after switching the needle. Was there any impact/harm to the patient, due to the reported issue? Patient endured another needle stick. Was there any medical intervention or treatment needed due to the issue patient experienced? No."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: to aid in the investigation, ten samples with no packaging blisters were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Six samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.